Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that during the implantation of the deep brain stimulation (dbs) lead in the right hemisphere, the patient had a bleed in their brain. The event happened during normal implantation of the lead during a stage one procedure. The equipment used for implant was functioning properly. The procedure was done using frameless, starfix platform technique and four recording electrodes used to record brain activity in the ventral intermediate nucleus. After retracting the recording electrodes, bleeding was noticed and the health care provider (hcp) attempted to contain the bleeding. The bleeding appeared contained and the lead was implanted. The procedure was completed. The patient's current condition was unknown at the time of this report. The patient's indication for use is parkinson's dual and movement disorders. No cause, troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 37603, serial# (B)(4), product type: implantable neurostimulator . (B)(4).

Event description:
Additional information received reported the patient passed away during their second deep brain stimulator (dbs) surgery on (B)(6) 2015 from hemorrhaging. The patient's wife said the doctor said everything went well but towards the end of the surgery the probe might have hit a blood vessel and the patient started hemorrhaging. It was noted the patient was on a blood thinner, but was off of them for maybe 10 days before the surgery. When the patient's wife was asked if the patient death was related to the device she said "oh heavens no," but stated he passed away at the end of the implant procedure. It was noted the patient's first dbs surgery was very helpful.